Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting into their gums at the top above their two front teeth. Provided gum comfort and fit tips and requested information when their last dental visit was.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.